Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient¿s interstim, lead and batteries, were removed around 2-3 years after it was implanted. The patient noted they could not remember the exact date. The patient noted she experienced discomfort while using, that was why it taken out. There were no further complications that have been reported as a result of this event.